Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that after the device was implanted, patient complained of chest pain and worsened with inspiration. Chest x-ray showed left apical pneumothorax. Patient was treated with IV and medications and was monitored. Patient was discharged few days later in stable condition following serial (B)(4) that showed improvement of left pneumothorax. Patient was followed up few days later and (B)(4) showed tiny residual left apical pneumothorax present.